Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a plastic prosthesis placement on (B)(6) 2012. According to the complainant, during the procedure after withdrawing the guidewire, a portion of the hydrophilic coating had peeled and was left in the patient. The procedure was completed with this device with no patient complications. The patient's condition has been described as stable. On (B)(6) 2012 investigation of the returned guidewire revealed that he distal tip had detached exposing the corewire making this a reportable event.

Manufacturer narrative:
(B)(4) the evaluation finding of tip detached. A visual examination of the returned device revealed that the distal tip of the guidwire had detached, exposing the tip of the corewire. Presence of adhesive remnants was found on the corewire indicating that the pebax was properly attached. Additionally, multiple kinks were noted along the body and tip of the guidewire. The outer diameter was measured and found to be within specification. It is possible that the interaction with other devices and handling of the device may have contributed to the failures. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review was performed and no other complaints reported for lot number 14174507.